Manufacturer narrative:
The cause for the false low total hcg result is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
A false low advia centaur xp total hcg patient result was obtained for a patient sample. The result was questioned by the physician due to the fertilization treatment performed at that time. The low result was compatible with abortion. The patient sample was repeated on the same day in another laboratory with an alternate method and the result was higher. The higher result was considered correct. The patient was tested again for total hcg on a different date with the same alternate method and the result was much higher. Fertilization treatment was performed. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00096 on april 19, 2017. On 04/20/2017 additional information: the patient sample was not available for in-house testing and investigation. The low result did not match up with the clinical picture and the patient sample was sent out for testing. Since the patient sample was never repeated on the advia centaur xp, siemens is unable to determine if the sample would have reproduced at the low value. The cause for the false low total hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.